Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an out of range right ventricular shock impedance measurement. Technical services referred the patient to their following physician. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an out of range right ventricular (rv) shock impedance measurement. Technical services referred the patient to their following physician. Additional information from the field representative provided rv shock impedance measurements were high out of range. No other actions were taken at this time. The patient will continue to be monitored. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.